Event description:
When returning nasopharyngeal tube residual, nurse noticed a small bubble of residual leaking from small puncture hole on side of sil enteral feeding tube with enfit connector, orange, 5fr x 60cm. Nurse removed nasopharyngeal tube, and placed another nasopharyngeal tube. Manufacturer response for silicone feeding tube with enfit connector, enfit (per site reporter). Nothing yet.